Manufacturer narrative:
H2: device evaluation: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system was stuck in initializing. The logs showed voltage dropping during initializing. Voltage on the motion interface measure low voltage with all controllers disconnected. Motion interface was still getting the expected voltage. The manufacturer representative heard power supply ps1 arching inside the cabinet and found burn spots on ps1. J2 from the power conversion board to standalone board had a nicked wire but insulation was still intact. The manufacturer representative replaced the motion interface, ps1 and added components to reduce emi which provides a new j2 from power conversion board to standalone board. The imaging system then passed the system checkout and was found to be fully functional. B01, c02, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180; product ID: bi71000450; product ID: bi71000922; product ID: bi71000875. H6: multiple fdd/annex a codes were reported. A110201 was coded for the system being stuck in initialization. A150204 was coded for the gantry not being able to close. H6: multiple annex g codes were reported. G02027 corresponds to concomitant product power converter and assembly that comprises the reported event. G04031 corresponds to concomitant product collimator that comprises the reported event. G04090 corresponds to concomitant product enclosure motor that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is stuck in initializing and the gantry will not close. There was no patient involvement.